Event description:
Caller tested 7.5 inr on the coaguchek xs system while a comparison lab returned as 5.5 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).